Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic bronchofibervideoscope had a black screen. The issue occurred during preparation for use for a diagnostic tracheoscopy (medicine) procedure. The procedure was completed using a similar device. No delay was reported. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The screen was not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the screen black out could not be determined. Olympus will continue to monitor field performance for this device.